Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary diagnostic procedure was performed by the customer, but the customer was able to view the parameters directly on the patient monitor and successfully completed the procedure. The philips field service engineer (fse) inspected the system on site and confirmed that monitor was unable to display which had impact on imaging. Upon troubleshooting fse found that mcs (monitor ceiling suspension) monitor was defective. To resolve the issue, fse replaced the 19 color lcd monitor ER. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's examination room monitor was unable to display, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.